Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported difficulty of a drain volume meeting increased intraperitoneal volume (iipv) criteria was confirmed in the device logs, but was not duplicated during evaluation. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty of an iipv. The device functioned normally during pal testing. The cause of the iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Review of the previous service record revealed no issues that may have caused or contributed to the reported difficulty. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported felt too full in dwell 2. The technical service representative (tsr) stopped the dwell and started a manual drain, drain volume 4084ml, fill volume 2500ml. The ultrafiltration (uf) in drain 1 was -179ml. The tsr explained the drain logic. The tsr would swap. The hp stated he normally produces a large amount of uf. The hp did not want to end therapy. The hp would notify the peritoneal dialysis nurse (pdn). There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011 (B)(4) contacted the hp's peritoneal dialysis nurse (pdn) regarding the reported increased intra-peritoneal volume (iipv) event. The pdn verified the hp's largest prescribed fill volume (lpfv) is 2500ml. The pdn stated the hp has received the new hc and has not had any further issues. The pdn stated the fill volume was decreased to 2000ml with the new hc. The pdn stated the hp has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.